Event description:
It was reported that the patient was experiencing pain at the ipg site to the stomach. The patient underwent an ipg repositioning procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.